Event description:
It was reported air was leaking from the valve during the procedure. The device was removed and replaced. There were no consequences to the patient.

Manufacturer narrative:
One braided swartz introducer was received for evaluation. Visual and functional inspection confirmed a leak at the silicon hemostasis seal in the hub. The hemostasis seal hub was disassembled which revealed the proximal hemostasis seal was perforated on both sides of the slit and the distal silicon hemostasis seal had a small tear at the bottom slit. The cause of the tears could not be conclusively determined. The swartz braided introducer instructions for use (IFU) state "prior to inserting the device into the patient, pre-assemble sheath and dilator, advance the needle through the dilator."